Event description:
It was reported prior to use a bd vacutainer® edta 2k tube had a gray rubber piece inside the tube (foreign matter). There was no report of impact to the patient or user.

Manufacturer narrative:
H.6 investigation summary: bd received 1 sample and 3 photos for investigation. The photos and customer sample were inspected and the customer¿s indicated failure mode for foreign matter (fm) was observed: a visual inspection of the sample and the evaluation of the photos confirmed the presence of embedded fm in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.